Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a an amia automated pd cycler set separated from the cassette. This occurred during setup for peritoneal dialysis therapy. The patient was not connected for therapy at the time of this event. During setup, the customer gave the heater line a small tug at the connection to the cassette body to ensure the connection was secure, and the tubing separated from the cassette. To resolve this issue, the customer restarted therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.